Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient had a cardiac tamponade that was noticed during the mapping phase when there was a drop in the patient's blood pressure. The tamponade was confirmed via an intracardiac echocardiogram. The patient had a pericardiocentesis and 1300ml of fluid were removed. The patient did not require any surgical repair and is stable as of the time of the call and is being kept for observation overnight. The physician thought the tamponade occurred over time throughout the course of the procedure. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was procedure related. The patient outcome was fully recovered (no residual effects). A transseptal puncture was not performed. Ablation was not performed prior to the cardiac tamponade. There was a high force error messages observed on biosense webster equipment during the procedure. Force visualization used was graph, dashboard & vector. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The high force issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.